Event description:
As reported by the patient¿s attorney to boston scientific corporation that a prefyx pps system (MFR report #3005099803-2013-14108) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-14107) were implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.